Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump was received with moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. The customer's blood glucose was 130 mg/dl. The customer reported submerging the insulin pump into water. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.